Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements in lv tip to right ventricular (rv) configuration. Loss of lv capture was also observed. The patient was brought into clinic and testing in lv tip to can configuration also showed high out of range pacing impedance measurements. The lead configuration was reprogrammed to lv ring to can which yielded acceptable measurements. No adverse patient effects were reported.